Event description:
An account reported that this stretcher's brakes would not hold. The stretcher was out of the service at the time it was discovered.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.